Event description:
It was reported that this pacemaker reverted to safety mode. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. The device is expected to be returned for analysis.

Event description:
It was reported that this pacemaker reverted to safety mode. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was interrogated with a programmer and confirmed to be operating in safety mode. Due to safety mode operation, the device case was removed to facilitate inspection and testing of the internal components. The battery was disconnected from the hybrid assembly and detailed testing determined this device experienced high impedance in the battery, resulting in resets and reversion to safety mode. However, a definitive cause of this high impedance behavior has not been determined to date.

Manufacturer narrative:
Please note this report is being issued to update/correct the evaluation conclusion code from "cause traced to device design" to "cause not established." The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was interrogated with a programmer and confirmed to be operating in safety mode. Due to safety mode operation, the device case was removed to facilitate inspection and testing of the internal components. The battery was disconnected from the hybrid assembly and detailed testing determined this device experienced high impedance in the battery, resulting in resets and reversion to safety mode. However, a definitive cause of this high impedance behavior has not been determined to date.

Event description:
It was reported that this pacemaker reverted to safety mode. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported.